Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted shortly after implant due to pocket infection. This patient was started on medications. There were no additional adverse patient effects reported.

Manufacturer narrative:
It is unknown whether this device will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.